Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented in clinic when receiving a vibratory alert for post-paced t-wave oversensing. Recommended programming changes were made. The device remains implanted.

Event description:
New information received indicates that programming changes had been made and that a new instance of post-paced t-wave oversensing on the ventricular channel was observed. The patient was asymptomatic. Further programming changes were recommended. No more issues were noted afterwards and the patient will continue to be monitored.